Event description:
It was reported that, on (B)(6) 2020, 5 pieces of legion ps oxin fem sz6 lt was sent for material review board (mrb) evaluation due to handling/surface damage caused by a stoppage in the passivation machine transport system. Disposition instructions in the non-conformance indicated that the product should be returned to wet blast to be reworked. However, when reviewing the production order in sap, the order was not reworked but returned to the production floor under the original production order. This is being reported following the 21 cfr 803, a remedial action is being taken, there were no complaints for this issue. No patient involved.